Event description:
It was reported that high out of range shock impedances were noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD). Lead calcification was suspected. Non-invasive programmed stimulation (nips) was performed, and a 1.1j and 41 j shock was delivered. The high energy shock caused code 1005, indicating an open circuit detection. ICD and lead replacement was recommended. The rv lead was surgically abandoned, a new rv lead was placed, and this ICD was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient identifier and implant date provided.

Event description:
It was reported that high out of range shock impedances were noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD). Lead calcification was suspected. Non-invasive programmed stimulation (nips) was performed, and a 1.1j and 41 j shock was delivered. The high energy shock caused code 1005, indicating an open circuit detection. ICD and lead replacement was recommended. The rv lead was surgically abandoned, a new rv lead was placed, and this ICD was successfully replaced. No additional adverse patient effects were reported.